Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00368. The pt received an scs system on (B)(6) 2010 including an ipg and surgical lead. It was reported that the system has caused her to experienced gastrointestinal issues for the past two months. Surgical intervention was undertaken to explant the devices. The pt will not receive a replacement scs system. No further info is available.